Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) lead, leading inappropriate atrial tachy response (atr) episodes. Upon review, it was noted that the lead measurements were within normal range and it was determined that the device was working as intended. Currently, this pacemaker remains in service and no adverse patient effects were reported.